Event description:
New information from nurse states that the device was reprogrammed and the patient was not symptomatic and doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after multiple high ventricular rates were recorded due ventricular noise. The noise could not be reproduced with provocative testing. The device remained implanted , no additional information was available.